Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and the lead appeared damaged at implant.

Event description:
It was reported that during an implant attempt, the outer insulation was twisted when the lead was pushed by force because the lead could not pass through the sheath. The lead was removed and replaced. No patient complications have been reported as a result of this event.